Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the laser light was radiated forward. A second fiber was used to complete the procedure with no clinical consequences to the patient.